Event description:
The company was made aware on 10/14/2020 that a patient had fallen and the pocket site dehisced. As a result, the system was reported to be out of the pocket. The physician explanted the system. The patient is doing okay, but is not a candidate for reimplantation at this time.